Event description:
The customer reported a displayed filament regulator error code during a pt procedure. This is a possible error. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.